Event description:
It was reported from a customer in another country, that a pad-pak (battery and electrodes cartridge for the samaritan pad) did not work during a training session.

Manufacturer narrative:
The results of eval are included here instead of being attached: the device returned was evaluated for the reported problem. The reported problem was repeatable and the root cause was found to be the reversed polarity of a battery. This caused a safety fuse to blow in the pad-pak when it was inserted into the samaritan pad. All retain samples held by the pad-pak MFR were tested. None exhibited reversed polarity. This is the only report of this type that has been received by the MFR and represents a fault occurrence of this type in 0.0005% of production to date. Further process improvements implemented in early 07, separate to this report, reduce the likelihood of reoccurrence. The pad-pak has been replaced. This report is both the initial and final report.